Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) experienced a syncope episode. Analysis of the system was performed and it was found that high out of range pacing impedance measurements and high pacing thresholds were observed on the right ventricular channel. Further evaluation of the patient was discussed. This device remains in service. No further adverse patient effects were reported.